Event description:
It was reported by the rep that the device was used during a laparoscopic cholecystectomy. It was reported the trocar arm would not engage. 11/04/1998 another trocar was used to continue with the procedure.